Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. Several attempts were made unsuccessfully to have the device returned, and a follow up report was filed. The device has since been returned for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was found to be faulty due to water ingress. The device's machine flow sensor and system board need to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.